Event description:
After wearing gloves for about a year almost every day, reporter started getting a rash on both hands and felt a burning sensation. When she treats the rash with a cream, it stops burning and the reaction eases very quickly.